Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Because of the lack of information and the silence of the reporting party, we are unable to confirm this allegation.

Event description:
The complainant presented at the society of thoracic surgeons conference 'clinical experience with the bifurcated y-graft fontan procedure'. The presentation identified an early reoperation/reintervention related to the bifurcated gore-tex® stretch vascular graft: the stenting of a kinked limb of the bifurcated gore-tex® stretch vascular graft.